Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. No low battery alert was noted. The insulin pump was received with a stripped battery cap coin slot, broken battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hairline fracture on the battery compartment. The insulin pump kept alarming low battery. Therefore, the customer kept changing the insulin pump's battery. He was unable to remove the battery cap. The insulin pump shut off at night. Customer's blood glucose level was around 400 mg/dl in the morning, because the insulin pump shut off. The customer treated his high blood glucose levels with boluses. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.